Manufacturer narrative:
The device was returned to the service/repair center for evaluation. The customer¿s reported issue was not confirmed, however, the evaluation found when angulated there is noise on the image. Additionally, the bending angulation is below standard specification, the video connector has deformation, the bending section cover, and switch# 1 is scratched, the bending section cover glue is chipped and the distal end cover is scratched. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus (omsc) was informed that the customer endoeye flex deflectable videoscope was returned for service/repair for a reported ¿the image is not displayed, the light is detected and the whole image is white¿. No death, injury or harm was reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the root cause is unable to be determined. However, the cause of the reported event is likely due to physical stress such as dropping or hitting, or deterioration by chemical stress during reprocessing. Olympus will continue to monitor field performance for this device.